Manufacturer narrative:
Upon receipt, the ICD was first visually inspected. The traces of abrasion and spark over were detected on the ICD housing. The point shaped spots of locally melted titanium indicated a spark over between the housing and the hv-1 conduction of the lead during shock delivery. As indicated by the clinical observation, the ICD could not be interrogated. This was the reason for opening the housing and verifying the internal structure. The inspection of the electrical module revealed damage to the final shock stages. This damage indicates shock delivery into an external shock path with low ohm reading; this is also confirmed by the traces of spark over on the housing. The damage to the final shock stage lead to high current and caused the battery discharge, which in turn lead to the clinical observation. As it was confirmed during lead analysis, this damage indicates a failure in the lead insulation, caused by abrasion to the housing. This is not classified as a device malfunction. No manufacturing or material defects could be detected.

Event description:
Ous MDR - it was reported that the ICD did not deliver a shock when ventricular fibrillation occurred. The patient was shocked with an external defibrillator by the emergency physician. After that, the ICD could no longer be interrogated. An insulation defect of the lead was noted during explantation. It was also reported that the patient is very physically active (50 km jogging per week) and left-handed. The implantation site is also on the left. The date of implant was not provided for this device.